Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were jamming and malforming. A new device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.